Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released zoll has not received the autopulse nxt lithium-ion battery in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that the autopulse nxt lithium-ion batteries (sn 01993 and sn 02019) last only about 20 minutes in the autopulse nxt platform (sn 00586). No malfunction was reported on the autopulse nxt platform. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Sections d9 and h4 were updated. The customer's reported complaint that the autopulse nxt lithium-ion battery (sn 01993) lasts only about 20 minutes was not confirmed during functional testing or archive data review. No device malfunction was observed during testing, and the nxt battery functioned as intended. The nxt battery's archive data didn't show any significant anomalies or errors. The returned nxt battery was fully charged (showing four green leds) upon receipt at zoll. The nxt battery was tested in a known-good nxt platform and successfully powered the platform and ran for 41 minutes. The customer's reported complaint was not replicated.